Manufacturer narrative:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. This product was not loose and did not contribute to the revision surgery.

Event description:
Upon receipt of additional information, it was determined that this item was reported in error. The initial report was submitted in error and should be voided. This product was not loose and did not contribute to the revision surgery.

Manufacturer narrative:
(B)(4). Multiple MDR reports were filed for this event, please see associated report: 0001822565-2022-01458, 0001822565-2022-01459. Implant date: 2000-2003. Medical product: unknown tibia size 3, unknown articular surface. Report source- (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation as it was discarded. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that a patient was revised for unknown reasons approximately 20-23 years post implantation. Attempts to obtain additional information have been made; however, no more information is available at this time.